Manufacturer narrative:
Updated: d8,h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, root cause could not be identified. However, it is presumed that as the air leak on the bending section cover was found, the water invasion from here caused corrosion of the angulation mechanism, and operation failure in the angulation control knob occurred. The events can be detected/prevented in accordance with the following instructions for use: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope operation section angle mechanism could not be controlled due to corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.